Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the wire broke associated with the opening and closing mechanism of the subject device; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the disposable biopsy forceps was broken at the beginning of the diagnostic bronchial biopsy procedure, when removing the biopsy forceps out of the working channel and opening the cups, prior to taking biopsy samples. The procedure was completed with no delay using a similar device. There were no reports of patient harm.